Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient came in for a follow-up and the ICD was found in the fallback mode. The ICD and lead were explanted.